Event description:
It was reported by a MFR repair technician that symptoms of high amps were verified, which could be evidence indicating the handpiece overheated. This was not found during any customer surgical procedure. There was no user injury or any pt involvement.

Manufacturer narrative:
The handpiece was received at the MFR for eval. The reported condition of high amps was confirmed, and heat damage to flex assemblies was also found. Qa reports that those observations can both possibly be a symptom of overheating. Based on repair technician details and similar cases, other possible causes for issues with the device include problems with the geartrain, rotor, and bearings, which have each been replaced. The handpiece was repaired and returned to the customer.